Event description:
It was reported that during a surgery the inside of the screw was faulty which caused the screws to not fit on the screwdriver made for it. The screw was used anyways, which resulted in the screw breaking in the patient. Since the broken screw was holding well, the surgeon decided to keep it inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022. It was confirmed that the incident occurred during an anterior cruciate ligament reconstruction surgery. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Part- and lot-number are unknown due to the time passed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.